Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge would not operate; the needle of the gauge would not move. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed no issues noted. A functional evaluation was performed and pressure was confirmed; however, the gauge needle did not move. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge would not operate; the needle of the gauge would not move. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.